Event description:
"Plastic spike has broken off several times during insertion and is seen floating down the intravenous tubing". Tubing and connector have then been replaced. No patient injury. Customer reports that anesthesia removes the devices to use the injection port for needle access and this has resulted in known events. Removal of the device is contrary to directions for use which specifically state: "warning: once piggy safe is locked into place do not disconnect device from y-site injection port... May result in cannula breakage," and "it is recommended that this device remain in place until intravenous sets are discarded.